Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and that data was analyzed. Analysis revealed that a power on reset, power on reset parameters, had occurred and that there was a critical ram parity error logged on (B)(6) 2009, in address "13 17". Por, power on reset, severity is considered low as device should be able to fully recover after reset.

Event description:
It was reported that the device had an electrical reset. The device is still in use. No patient complications have been reported as a result of this event.